Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the comb was bent. This was found during kit inspection. There was no patient involvement. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the comb was damaged and replaced and resolved the reported issue. It was noted that the device has not been regularly returned for annual pm device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.